Event description:
On (B)(6) 2022, a patient underwent a port placement procedure using MRI p port isp - groshong. On (B)(6) 2025, catheter was allegedly broken completely and moved within body. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, a patient underwent a port placement procedure using MRI p port isp: groshong. On (B)(6) 2025, catheter was allegedly broken completely and moved within body. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter segment was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was observed to the proximal end of the catheter segment. A kink and a partial compound break were observed to the proximal end of the catheter segment. The edges of the complete circumferential break on the proximal end of the catheter segment were noted to be uneven. The surface was noted to be granular on both regions. The edges of the partial compound break on the catheter segment were noted to be uneven. The surface was noted to be granular in both regions. Splits were noted on the border of both regions. Therefore, the investigation is confirmed for the reported fracture, material separation and identified naturally worn and deformation issues. However, it is inconclusive for the reported migration issue as supporting evidence of the reported migration is not available. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.